Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Proper device placement was confirmed. The recipient is reportedly experiencing extrusion of the electrode lead wire. No medical intervention is required and the recipient is using the device. The recipient will be monitored by the facility. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an extrusion. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.